Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of a solution changing technique and bacterial peritonitis with culture positive for enterobacter cloacae in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient had a break in aseptic technique described as a solution changing technique. In 2010, the patient was diagnosed with bacterial peritonitis with culture positive for enterobacter cloacae. It was unknown if the dianeal therapy was ongoing. The patient was recovered from the bacterial peritonitis with culture positive for enterobacter cloacae. It was not reported whether the patient was retrained; therefore, the outcome for the event of break in aseptic was unknown. The reporter believed that the event of bacterial peritonitis with culture positive for enterobacter cloacae was due to a break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.